Event description:
During a total knee replacement, the tourniquet randomly inflated itself, with no staff member or anesthesia or anesthesia care provider initiating inflation. The disposable tourniquet itself was still on the pt's leg and the surgery was still proceeding, but surgeon did not request nor want the tourniquet inflated. No pt harm.